Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed supplies to resolve the issue. Additionally, it was reported that the pump battery could not be charged. Customers blood glucose level was 500 mg/dl. Customer continued to use the pump for insulin therapy.